Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited noise causing oversensing. The impedance was low and out of range. Pacing therapy was not given resulting in asystole greater than two seconds. The device was explanted however, insulation damage was suspected on both leads as there was still noise present when connected to the new device. The leads were then surgically abandoned and new leads implanted. There were no additional adverse patient effects reported.